Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins). It was reported that following a replacement for normal battery depletion, the integrity of the leads were checked and impedances were good. A new ins was implanted with the existing leads and adaptor and everything was still good. When the patient was seen for their first follow up appointment, they reported oor and 4 electrodes had impedances of 12,800-31,090 ohms. The oor could not be programmed around. The other 4 electrodes were better, but an oor was still seen at low amplitudes. The hcp looked at flouro and everything look good like the insertion of the adaptor into the header block. The patient had a lot of scarring so the hcp did not want to replace the entire system. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep indicated that the physician is going to do another operation on the patient to assess the adaptor and extensions as well as the connection. However, the operation will not occur until after the covid-19 quarantine period is over, and it is uncertain when that will be. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep). It was reported that at this point the cause of these high impedances has not been determined. The device connection was looked at under fluoroscopy and the header connection appears normal. The physician was going to discuss the option of additional surgery to try and identify the problem and determine if it is a connection issue, an adaptor issue, or a lead / extension issue. No further complications were reported.